Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained on the dimension(r) instrument on a series of patient samples from one patient. The results were reported to the physician. The pattern of elevated results was eventually questioned by the physician and patient samples were run on an alternate methodology. Lower results were obtained. Patient treatment was altered on the basis of the dimension(r) hcg results. A curretage procedure was performed. There was no report of adverse health consequences as a result of the discordant hcg results or the curretage procedure.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated hcg results is unknown. The pattern of static, slightly elevated results is not typical of early stages of pregnancy. The hcg flex(r) reagent cartridge instructions for use contains the statement: "the concentration of hcg rises rapidly during the first weeks of pregnancy, approximately doubling every two days. Low level hcg values >25miu/ml may be indicative of early pregnancy, but these results should always be evaluated in the context of the clinical situation: date of last menstrual period, pelvic examination and other clinical findings. When borderline results are encountered, patient samples should be redrawn 48 hours later." Additionally the limitations of procedure section of the instructions for use states: "patient samples contain human heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.